Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was not confirmed, and a root cause could not be identified. A probable cause was suggested as due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The instructions, operation manual ¿preparation and inspection: inspection of the endoscopic system¿, chapter 3, section 3.8, identifies the following related verbiage which could have prevented the phenomenon: inspection of the endoscopic image: confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings include the following: bending section cover had a scratch and adhesive on the bending section cover had a chip; due to damage on lock engagement lever, bending section cannot be fixed firmly; video connector and lock engagement lever had a crack; video connector case, light guide cover glass, light guide connector, protector of universal cord on control section side. Angulation lever, video connector, right/left lever, right/left plate, up/down angulation lever plate, switch 1, grip, and control unit had a scratch; venting connector of light guide connector had corrosion; and switch 1 had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had a communication error and a presence or absence of flickering on the screen. The issue occurred during a therapeutic procedure that was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.